Event description:
Doctor used an ethicon endopath articulating endoscopic linear cutter, ats45 with a vascular cartridge load ets 45 2mm. With the first stapling, he said the device misfired and did not lay down the expected row of staples. Watching the video screen of operative field, no oozing, bleeding or tears were observed. A new device and new load was given to the surgical field immediately, per the surgeon's request. This device worked correctly. The procedure was completed without complication.